Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys. Expiration date: 14-03-2020. Serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date:18-09-2018, patient code(s): (B)(6). Device code(s): (B)(4). FDA method code(s): 4117, FDA results code(s): 3221, FDA conclusion code(s): 4315. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of leadless implantable pulse generator (ipg) the tether of delivery system became locked in the device and could not be retracted when pulled. It was also reported that the device dislodged post tether release. The patient is a participant in the post approval clinical surveillance product surveillance registry. The procedure will be completed in the future with a new ipg. No patient complications have been reported as a result of this event.